Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there were broken cables at the distal end of the large suturecut needle driver instrument. There was not any piece from the portion of the device that enters the patient's body that has been detached or that broke off. The needle did not dropped or fell during intraoperative use, there was no issue with the instrument's motion.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.